Event description:
It was reported that the implant at tooth site #20 was removed due to infection. Pain and swelling at implant sites that didn't resolve. Symptoms as a result of the event: abscess, dehiscence, edema and pain. The site was grafted with allograft together with original implant placement.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple MDR reports are filed for this event. See 0002023141-2023 -00902. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.